Event description:
It was reported that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable displayed a green image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the reported issue of green image was confirmed. It is likely due to the defective components r-unit (charged coupled device) and cable unit. Olympus will continue to monitor field for this device.